Manufacturer narrative:
Evaluation summary: the defect device has been scrapped by the user. Based on the reported events, it was determined that the ift was damaged due to excessive bending of the ift near the root brace rubber.

Event description:
While performing a complex procedure on patient with one pulmo, the insertion tube broke down (close to root brace rubber) and some optical fibres were visible damaged (see document attached, reference name (B)(4). No serious deterioration in the person's state of health has been observed. The time of event is during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.